Manufacturer narrative:
The reason for the return could be verifed. The reported oversensing was due to the fractured sensing coil. The structure of the fracture had the typical appearance of fatigue breakage. This was most likely due to the connector legs are bent around the ICD can. This caused a intermittent open circuit when the sensing coil was electricaly measured.

Event description:
It was reported that the lead was fractured. The patient received inappropriate shocks. The lead was replaced.